Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced low blood glucose during exercise while using the ilet system and that recommended pausing or pretreating strategies did not sufficiently prevent these lows. Symptoms were unclear as further information was not provided by the end user. There was no reported injury, no hospitalization, and no medical or surgical intervention. Investigation included a review of troubleshooting and education steps with the user. Investigation of this case revealed no device alerts or alarms and no additional information due to the user declining further assessment. It was concluded that a potential hypoglycemia episode occurred with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.